Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient fell approximately (B)(6) ago. It was also reported that the device was pushing through the patient's skin and there was possible skin erosion. The patient could not sit or even wear clothes due to the pain. The patient had a surgery cancelled, and was attempting to schedule another surgery. Additional information has been requested, but was not available as of the date of this report.